Event description:
It was reported that during a procedure the laparoscopic scissors "did not cauterize." A disposable switchblade attachment was used to complete the case. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was function tested and passed testing as it was able to activate and successfully perform three consecutive coagulation cycles without any issues. Since the device passed all testing, a conclusive root cause could not be determined. Potential causes can be attributed but not limited to, connecting the device to the monopolar cable improperly/incompletely, activating the device while the generator is off, not connecting the monopolar cable to the generator, damaged foot pedal, or use of device on a incompatible generator/cable. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.